Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient cancelled their (B)(6) 2018 appointment, but mentioned that it was working on that date. They didn't report any news beyond that and hadn't been rescheduled to be checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw their healthcare provider (hcp) on (B)(6) 2018 for a fall. The patient stated that their stimulation feels different afterwards and they were not sure if they did something. The patient stated that it is on, but is working differently. The patient's system was scheduled to be checked on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the device was adjusted by a manufacturer¿s representative (rep) on 2018-02-21. The hcp reported that they weren¿t aware of the fall. The hcp reported that the cause of the fall affecting the stimulation wasn¿t determined. The hcp reported that the issue was resolved. No further complications were reported.